Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, weight within specifications, brown particle, cloudy in the gel, wear abrasion and calcification. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient's concern for the product", "severe bilateral breast implant capsular contracture" baker grade unknown, " deformed, kind of ballish and irregular".

Event description:
Healthcare professional reported "patient's concern for the product", "severe bilateral breast implant capsular contracture" baker grade unknown, " deformed, kind of ballish and irregular". Healthcare professional also reported " immune-related symptoms with fibromyalgia and arthritis"; these events are not device related. The device was explanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data,

Event description:
Baker grade confirmed as IV.